Event description:
Customer reports pt experienced an increase in bilirubin levels after receiving tpn solution that was compounded using this automix compounder. Medwatch report from customer indicates pt had been receiving tpn since birth with some added feeds. Pt had a history of multiple line infections with bacterial and fungal etiologies. Pt has a recent history of tpn induced cholestasis and a history of thrombocytopenia and anemia. Pt was admitted to hosp in 2004 with fever, rule out line sepsis, worsening cholestasis and increasing liver function tests. Intralipids were discontinued from tpn the next day.